Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad symbols were worn but the keypad rubber was intact. Evaluation revealed that the contrast and ok keypad buttons were intermittently unresponsive and the up and down arrows responded appropriately. There was evidence of keypad contamination found under the key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that the ok keypad button had a delayed response. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump with a damp brush. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.